Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed along the small tube near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient is reportedly experiencing skin breakdown at the implant site. The recipient was prescribed antibiotics.

Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly has a thin skin flap at the implant site. Revision surgery is under consideration.